Event description:
It was reported the system failed to power up or boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.